Event description:
Instrument malfunction was known to vendor but not repaired; problem causes sporadic false phosphorus levels in pts; the problem is a mfg defect known to affect assays other than phosphorus (glucose, creatinine, ect).